Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a communication fail error message. This is likely to result in a system lockup, no boot, or shut down situation depending on when the loss of communication occurred. There was no pt injury or death reported.